Event description:
The following was reported to hamilton medical ag: when our engineer entered service mode the ventilator is showing tf431002 (blower disconnected). The failure occured during service no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: when our engineer entered service mode the ventilator is showing tf431002 (blower disconnected). The failure occured during service no patient involvement.